Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's internal battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. The reported charging issue was confirmed. The investigation determined that the device failure was due to an isolated component failure within the battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).